Manufacturer narrative:
Concomitant medical products) medtronic's endurant aorta extension device (f28mm x 49mm length) x 1. (B)(4). The event is currently under investigation.

Event description:
It was reported that on an unknown date in 2010 a male patient underwent repair of aortic (aaa) with stent grafts. Due to the patient information and computed tomography films the product is thought the be zenith aaa endovascular stent grafts; however, this has not been confirmed. The main body was implanted just below the renal arteries and both right and left iliac leg grafts were placed in the external iliac artery's (eia). On (B)(6) 2016 aaa growth possibly due to endoleak was confirmed. An exact type of the endoleak could not be determined though, type ia endoleak was suspected. On (B)(6) 2016 another manufacturer's aorta extension device (f28mm x 49mm length) x 1 was additionally placed. However, because the endoleak was not resolved, one more of the same manufacturers extension was additionally placed, which eventually decreased the endoleak. The procedure was finished without any further additional treatment. The leak did not completely disappear. There have been no adverse effects to the patient reported.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control, and imaging review of the device was conducted during the investigation. Imaging review: impression an endoleak is confirmed. The very limited imaging and complaint report narrative are most consistent with 26mm or 28mm zenith endograft and a type ia endoleak. A type ia endoleak was most likely because of the short seal zone, possibly shorter than 12mm, and the partial improvement after two extensions. A type 3 endoleak would have been eliminated by the first extension. A type ia endoleak can be eliminated with extensions if enough length is available for the extension to flare beyond the original graft's diameter and seal against the aorta. In this case, given the proximity of the first image to the liver and the report that the graft was implanted just below the renal arteries, little room was likely present for the extension to flare above the original sealing stent. The original stent likely held the extensions parallel and prevented complete sealing. The labeled distances are of questionable reliability. Two different but consistently so distances were present on both images and the sealing stent end would have been too short to be visible on image three had the label been correct. Significant findings relative to the patient's anatomy were not observed. Significant findings relative to the disease state were observed. A very short seal zone was present. Significant findings relative to the use of the device were not observed. Significant findings relative to the design or performance of the device were not observed. Cause of adverse events was not observed." The device is shipped with an instruction for use (IFU) that describes the indications for use, warnings, precautions and appropriate method of use for these devices. Included under patient selection are the aortic neck diameters and angulation criteria, anatomical elements and limitations that will affect sealing and fixation. Sizing measurements are critical to the performance of the endovascular repair. Key anatomical elements that may affect successful exclusion of the aneurysm include short proximal aortic neck(<15mm); an inverted funnel shape; and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. Imaging review results confirmed a type ia endoleak due to a short seal zone. The absence of room for the extension to flare above the original sealing stent resulted in the inability to create a complete seal. The endoleak subsequently improved with the implantation of two extensions. The IFU states that the neck should be greater than 15mm; however, imaging review results indicated that the presence of a short proximal neck (less than 12mm) was the likely cause of the type 1a endoleak. Based on the information provided and results of the investigation the most likely root cause of the reported event may be related to the procedure and the user's failure to follow label instructions. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints.

Event description:
It was reported that approximately six years post endovascular aneurysm repair for aaa this patient's aaa was found to have grown due to a suspected type ia endoleak. On (B)(6) 2016 ,two competitor aorta extension devices were placed which were successfully in decreasing, but not completely resolving the endoleak. No further interventions or procedures were performed and no adverse effects to the patient reported.